Manufacturer narrative:
(B)(4). G2: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the end of the flexible silicone drill driver fractured. No patient involvement reported. It was confirmed that no further information could be provided.